Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Report 2 of 2: it was reported when collecting a sample using bd vacutainer® buffered sodium citrate 0.3ml - 0.109m, one tube's stopper was crooked and when removing it from the acquisition device, the cap came off and flew open splashing blood into the environment. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd received one photo for investigation. The customer's photo displays the cap/stopper assembly attached slightly at an angle due to a cocked stopper. No stopper pop-off could be identified in the photo. Upon visual inspection of 100 retained samples, no cocked stoppers were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for lot unknown, for the indicated failure mode: stopper pop off. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Report 2 of 2: it was reported when collecting a sample using bd vacutainer® buffered sodium citrate 0.3ml - 0.109m, one tube's stopper was crooked and when removing it from the acquisition device, the cap came off and flew open splashing blood into the environment. There was no health impact or consequences reported.